Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7082733/7082817.

Event description:
It was reported that the patient experienced tightening, discomfort and pain in the abdomen whether the device was on or off despite reprogramming done. All device components were explanted and were discarded. The patient was doing well postoperatively.